Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in experienced catheter splitting/cracked/sheared/frayed. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 383512, batch no.: 0014656. Inserted IV into pt, IV catheter was cracked. The issue was not known until the IV was in and blood return obtained.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in experienced catheter splitting/cracked/sheared/frayed. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 383512 batch no.: 0014656. Inserted IV into pt, IV catheter was cracked. The issue was not known until the IV was in and blood return obtained.